Event description:
It was reported that there was no sensing on the ventricular channel and that it was impossible to capture the rv at maximum pacing outputs. A lead dislodgment was suspected and as such, the lead was repositioned.